Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 245953, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 355cc mentor memoryshape gel implant, catalog #3541308g lot #264281, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who had a 355cc mentor memoryshape gel implant placed experienced left sided hypersensitivity, pain, and implant rupture post procedure. She began noticing these issues at the end of september. A breast mass was suspected, and an ultrasound was performed that could not identify anything. Mammography was performed and confirmed that the implant had ruptured. The ruptured silicone had created a knot and ridge. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This patient was part of the contour profile gel study.